Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis with culture positive for bacteria coincident with dianeal pd4 ambuflex therapy. On an unspecified date in (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis. The cause of the peritonitis was bacteria from the patient's cat. Treatment included unspecified antibiotics (dose, frequency and start/stop dates not reported). The patient was not hospitalized and was recovering from the peritonitis. It was not reported whether dianeal therapy was ongoing. An opinion of causality was not provided. The nurse declined to provide further information. Product surveillance contacted the home patient on (B)(6) 2011 and reviewed proper procedures. The home patient stated her cat bit one of the lines on the cassette, but is not sure which one. The home patient stated the peritonitis has resolved and she has recovered. No additional information provided.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The reported condition of the user error, which resulted in peritonitis was undetermined. A batch review was conducted for the potentially associated lot numbers (h11g28151, h11f10037, h11f08015) and there were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the user error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted if additional information becomes available.